Event description:
During pt use, the transfer set detached from the solution bag and the spike became uncovered. It is not known when the set was placed onto the pt. No pt injury or medical intervention was involved.